Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383537 and lot number 5211920. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Hole in the nexiva tube. It was reported that tubing was damaged and leaked. When did the incident occur? During use. When they put a pvk on the patient, blood flowed out of the tube, and when they flushed with nacl, a hole was discovered in the tube. Additional information 3/3/26. Was patient or user harmed? No.